Manufacturer narrative:
Cancellation report is being submitted as this file is requested to be cancelled on 9-feb-26 due to a duplicate being created under (B)(4).

Event description:
Cancellation report is being submitted as this file is requested to be cancelled on 9-feb-26 due to a duplicate being created under (B)(4).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"I have learnt of a complaint, ' procore ebus needle bent and broke in patient' over a brief call with the rt supervisor (B)(6), patient was admitted to hospital to monitor. I told (B)(6) will be in contact. I have been in and out of cases supporting as they are newer users to cook ebus needles, I plan to be there again thursday/friday. " "sorry for the multiple emails. There is a chance there were a total of 2 bent needles. I will find out more tomorrow, just wanted to communicate what I know. " procore ebus needle bent and broke in patient. Patient was admitted to hospital to monitor. Yes. The patient required an admission, a second procedure for foreign body removal, the patient may require restaging due to insufficient sample and could develop infection secondary to retained foreign body. They have been placed on antibiotics to try and prevent this outcome. The complete impact of this event is still unknown, however there has been at minimum temporary harm to the patient. Did any section of the device detach inside the patient? - needle broke in the patient. The following information has been received via email on 24jan2026: 1. I s any account action needed (credit, no charge replacement, no action, investigation results, etc.¿)? To be determined 2. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) We have reported this incident to our patient safety team at (B)(6). They will perform an independent investigations and report to the appropriate authorities, in keeping with ahs policy. 3. What was the date of the occurrence for both the cases: two needles fractured in the same procedure on (B)(6). 4. Please provide the lot # for 2 needles. 5. Are the devices available for return? Devices are already with cook 6. Please confirm if the needle bent and broke inside the patient in both the occurrences? At least one needle was confirmed to be retained in the patient airway. The second needle may be intranodal, but this cannot be confirmed by CT or direct visualisation. It is also possible that this second fragment is outside the patient but it has not been located. 7. Has the complainant reported any adverse effects on the patient due to this occurrence? ¿ if yes please specify adverse effects and provide details. Yes. The patient required an admission, a second procedure for foreign body removal, the patient may require restaging due to insufficient sample and could develop infection secondary to retained foreign body. They have been placed on antibiotics to try and prevent this outcome. The complete impact of this event is still unknown, however there has been at minimum temporary harm to the patient 8. What was the target location? Based on location of the retained needle, it broke while sampling station 7 from the left. I suspect the second needle broke while sampling station 4r, as that was the only station sampled with the second needle. 9. What is the scope manufacturer and model number that was used? Olympus bf-190 10. Was gaining access to the target site difficult? Not initially. Each first/second pass was smooth. Significant difficulty was then encountered but I suspect this was after the device issue and was unrecognized 11. Was puncture of the targeted site difficult? Not prior to device malfunction 12. Was force required on insertion of device into scope? No 13. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? No. If this was encountered, the scope was repositioned and a new site was entered 14. Was resistance felt while inserting the device through the scope? No 15. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Unfortunately, the issue was only noted post procedure when examining the needles. We have experienced dullness with cook needles. When I no longer could easily access the nodal stations, despite confirming sheath placement and needle advancement, I assumed my needle had become dull and requested a new needle by opened. When similar difficulties were encountered, I unfortunately had to abort the procedure without sufficient sampling. 16. Was the endoscope in a flexed or twisted position at any time during the procedure? Of course. To perform ebus properly, the scope must be flexed during the procedure. It would be impossible to perform a procedure without flexing the scope based on the anatomy of the airway. The scope was absolutely not flexed during needle insertion. The sheath position was also confirmed and ensure it deployed from the channel. 17. Was the device used in a tortuous position? No. The ebus was used in proper positioning, as above. The scope would require flexing for the procedure but this was not done during device insertion. The scope was never tortuous or used with "kinks" 18. Are images of the device or procedure available? Yes 19. Was the stylet partially removed when advancing the needle into the target site? No 20. Was difficulty experienced while retracting the needle? No 21. Was it possible to be fully retract before removing the needle from the patient? Yes 22. How many samples were obtained (passes completed) with this needle? With the first cook needle, I believe I performed 5 punctures before difficulties were encountered. With the second cook needle, I only performed 2 punctures before a similar difficulty was encountered and I aborted 23. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. On occasion contact with airway wall is lost on needle insertion and the scope is gently advanced to regain contact. This is standard practice to ensure visualisation and safety of the procedure. This is not done with excessive force. If gentle advancement does not result in visualisation, then the needle is slightly retracted until contact with us is made. Again, this is a very standard practice and given our difficulties with these needles, this manoeuvre was done with less pressure then typical throughout the procedure. I have specifically discuss with our team that pressure or pushing on the scope to advance the needle is not to be done with these needles. 24. If not with the device in question, how was the procedure performed and/or finished? The procedure had to be aborted. As I had trialled two cook needles and sedation time was too prolonged. Based on sample adequacy, a second ebus may be required for the patient to complete staging 25. Did the patient require any additional procedures as a result of this event? Yes, the patient required a second bronchoscopy to retrieve the broken fragment/retained foreign body. The patient may require a second ebus for staging, but this is yet to be determined 26. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? The second bronch was the following day for several reasons. We identified the issue following the first procedure, we were uncertain as to where the needle fragments were lost so imaging had to be obtained, the incident had to be disclosed to the patient and informed consent for another unexpected procedure had to be obtained when appropriately recovered from sedation 27. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Broken needle tip was at the level of the side port/bevel on both devices, patient end.